Manufacturer narrative:
Title: case report: post transcatheter aortic valve replacement shock: value of multimodal imaging citation: f1000research (2016) (doi 10.12688/f1000research.9047.1) authors: sujatha p. Bhandary et al. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via case report regarding a (B)(6) year-old female with a past medical history of severe aortic stenosis, left ventricle hypertrophy, and compromised pulmonary function. The patient was implanted with a corevalve transcatheter bioprosthetic aortic valve (serial number was not provided). A post deployment angiography was performed and revealed the valve had moved (from position 2 to -2) and patent coronary perfusion. A transesophageal echocardiogram (tee) indicated mild aortic paravalvular leak (pvl). Twenty minutes after the implant, medication was given to reverse the effects of the blood thinner used during the procedure. The patient became hypotensive and unresponsive to vasopressor or inotrophic therapy. A transesophageal echocardiogram (tee) was emergently performed and indicated left ventricle dysfunction. Cardiopulmonary bypass was initiated and another angiography confirmed a left coronary occlusion. The transcatheter valve was removed and the left coronary ostium was confirmed to be patent. A non medtronic surgical valve was successfully implanted. The patient was reported to have recovered and was discharged home eighth postoperative day. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.